Manufacturer narrative:
The system and the handpieces were examined. The phaco handpiece was confirmed to have been non-conforming and would not cut. Additionally, the company representative confirmed the associated autosert had issues with the plunger, to deliver the intraocular lens implant (iol). However, it was not returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 6, 2014. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was manufactured on april 8, 2014. Based on qa assessment, the product met specifications at the time of release. The autosert information was not obtained. The system was found to meet specifications. However, the root cause of the reported ¿aspiration issue¿ cannot be determined at this time. The root cause of the reported ¿autosert plunger not advancing¿ could also not be determined. The root cause of the reported phaco issue can be attributed to a nonconforming phaco handpiece. However, how or when the handpiece became nonconforming remains inconclusive the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the aspiration was low and there was no ultrasound during a surgical procedure. It was also reported that the plunger of the autosert did not advance. The procedure was completed. Additional information has been requested.